Manufacturer narrative:
D9): the device was returned to the manufacturer on 17 aug 2021. G3): the device was evaluated on 19 aug 2021. H3): device evaluation: the device was returned and evaluated by a cross functional team. Kinks were observed on the working length at 9cm, 11cm and 13.5cm from the distal tip. Broken fibers and a breach to the outer jacket were seen 11cm and 13.5cm from the distal tip. Historically, the manufacturer has seen this failure when excessive forces are applied to the device and the device becomes kinked and fibers break. The broken fibers at the area of the kink produce laser energy, which creates a breach in the outer jacket. This failure has been determined to be use related.

Manufacturer narrative:
The manufacturer is anticipating return of the device for evaluation, but has not received it at this time.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to infection and occlusion. The physician chose to use a spectranetics 14f glidelight laser sheath to attempt extraction. It was reported that the ra lead was extracted without issue. During extraction of the rv lead, the physician noticed a "light" from the pocket insertion site, and observed kinking and a defect of the glidelight device. The device was no longer used and the case was completed successfully with a 16f glidelight device, with no reported patient injury. It was noted there was dense fibrotic tissue at the entry to the subclavian vein, through to the superior vena cava (svc). This event is being reported due to unintended radiation exposure from the glidelight device, potential for harm.